Event description:
The reporter indicated that the device went into backup mode after an aai ventricular pacing threshold test. The exact event date is unknown.

Manufacturer narrative:
Analysis summary: for the marathon family when programming from a dual chamber mode to a temp. Atrial primary mode, if the device senses an atrial event in a small window during the first conversion cycle, the device will go to backup.